Event description:
It was reported from (B)(6) that the "patient showed up at [the] hospital because he was concerned about his dark urine. At [the] hospital [his] ldh was 1500 and bilirubin was also increased. [An] increase in motor current was [also] observed." The patient was hospitalized and lysis therapy was considered on (B)(6) and again on(B)(6) but not started due to the patient's inr being greater than 2. No further information is available at this time.

Manufacturer narrative:
Additional information received indicated that the patient was admitted to the intensive care unit (ICU) after hearing a high-flow alarm. "Flow analysis and lab results revealed pump thrombosis. After normalizing the inr the patient received 30mg lysis (one bolus and two more infusions). Flow parameters returned to normal values. Patient was under heparin with ptt 60-70 seconds. However, 36 hours later a second increase was noticed. The patient received another 10mg". No further treatment was required and the issue has resolved. The heartware vad is used for treatment not diagnosis. The pump remains implanted and therefore was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the reported increase in power. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation, which is a known potential complication associated with all patients implanted with vads. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. Clinical factors that may have contributed to thrombus formation in this patient include past thrombus formation, cardiogenic shock, and the patient being taken off aspirin following a gi bleed.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device remains implanted.